Event description:
The hospital reported that the offset ultima stabilizer devices seem to be different. The customer stated that there have been cases in which the stabilizer devices were found to be stiff and not holding as well as they should. The same devices were used to complete the cases. The hospital did not report any patient effects. The hospital will reportedly not be returning the products in question. The customer provided this info as a general statement and did not have specific details to provide, including event dates and lot numbers.

Manufacturer narrative:
The investigation is in process. A supplemental report will be submitted when new info becomes available. A lot history record review could not be performed as the product lot number(s) is unk. (B)(4).